Event description:
Patient alleges in mw5119964 report that the patient experienced two of his teeth chipped (lingual, mesial cusps of the lower right and left first molars) when mara device was removed by the orthodontist.